Event description:
It was reported that the battery remaining in this device has decreased down to 10% after six years of implant time. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. There was undersensing during a ventricular fibrillation event. The system had difficulty converting the rhythm. The shock impedance was 109 ohms. The system remains implanted, however technical services recommended explant. There were no adverse patient effects.